Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Multiple call service alarms were verified in the pump history that were consistent with sleep alarms, which can cause the pump display screen to go blank for several minutes. The pump was powered on and the display screen was fully functional. The pump case was opened and no defects were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that the pump emitted a call service alarm; the reporter stated that pump was rebooted and the pump vibrated and emitted audible alarm but the screen did not come on. The reporter confirmed no known damage or moisture ingress to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.